Event description:
Baxter reported an incident of an underinfusion at the facility. The pump was reported to be infusing dopamine and when the volume to be infused of dopamine had delivered, the kvo (keep vein open) rate began. The kvo rate was lower than dompamine rate, causing the underinfusion. No pt injury had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, rate of dopamine infusion, amount of underinfusion, medical intervention, and set up of the pump.